Event description:
Complainant alleged that while treating a pt the device fell off a stretcher. The screen shattered and was unreadable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.